Event description:
Customer reported system displaying touchscreen error, and keyboard locks up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a blown fuse on the dc distribution board, and replaced the keyboard cover. System operates as intended.